Event description:
It was report a 30 mm amplatzer pfo occluder was chosen for procedure on (B)(6) 2022. During the procedure, after the device was re-sheathed one time, the device presented with a tulip shaped deformation. The device was retrieved and exchanged with a new 25mm amplatzer pfo occluder. The procedure was completed successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was received.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. The size delivery system used was unknown, and information from the field indicated that the physician undersized the device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.